Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per the additional information received problem occurred after 3 days of the procedure. A scope and clip was used to resolve the bleeding.

Event description:
According to the reporter, after an laparoscopic low anterior resection procedure, the patient was brought back due a bleed at the staple line. A surgical/ medical intervention was needed. A scope was used to resolve the bleeding. The current patient status is fine.